Manufacturer narrative:
The instrument has been returned for evaluation, however, failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received.

Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, the cable on the instrument was noted to be broken and one of the pins at the tip was out. No missing or fallen pieces were reported.